Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified transfer set leaked ¿without complete disconnect¿. The received unspecified antibiotics prophylactically. The transfer set was replaced on the same day. There was no report of patient injury or medical intervention associated with this event. No additional information is available.